Event description:
It was reported that the patient was experiencing minimal pain relief due to high impedance. The patient underwent a lead replacement procedure.

Event description:
It was reported that the patient was experiencing minimal pain relief due to high impedance. The patient underwent a lead replacement procedure. Additional information was received that the explanted lead will not be returned as it was kept by the medical facility.